Event description:
It was reported that air bubbles were observed within the cartridge tubing. There was no reported impact to the customer's blood glucose level due to this reported issue. Customer changed the infusion set to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.